Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device was received with minor scratches on lcd window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped in the lake and then the backlight stayed on for a while, the screen appeared frozen but the time was advancing and the up and down buttons stopped responding. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.